Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a patient alert was triggered indicating the implantable cardioverter defibrillator (ICD) experienced a power on reset (por). A second por occurred one month later. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Ram parity error occurred on (B)(6) 2015 and again on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.